Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service and was subsequently deemed non-reportable.

Event description:
The following was reported to hamilton medical ag: summary: low oxygen alarm. Original complaint: the report from hospital say: (B)(6) 2023 the patient lu xingrong was injured by falling from a high altitude and his heart and breath stopped when he was admitted to the hospital. According to the doctor's advice, the patient was given trachea intubation and respirator for assisted respiration, mode pcv+, control pressure: 24cmh2o, peep: 6cmh2o, respiratory rate: 14 times/minute, oxygen concentration: 100%, after 5 minutes of use, the machine alarm oxygen concentration was too low. Check the breathing circuit, and oxygen source interface[?]and ensure there is no looseness. The machine may alarm that the oxygen concentration is too low, and the patient's oxygen saturation is 100%. After changing the ventilator, there is no alarm.

Event description:
The following was reported to hamilton medical ag: summary: low oxygen alarm. Original complaint: the report from hospital say: (B)(6) 2023 the patient (B)(6)was injured by falling from a high altitude and his heart and breath stopped when he was admitted to the hospital. According to the doctor's advice, the patient was given trachea intubation and respirator for assisted respiration, mode pcv+, control pressure: 24cmh2o, peep: 6cmh2o, respiratory rate: 14 times/minute, oxygen concentration: 100%, after 5 minutes of use, the machine alarm oxygen concentration was too low. Check the breathing circuit, and oxygen source interface and ensure there is no looseness. The machine may alarm that the oxygen concentration is too low, and the patient's oxygen saturation is 100%. After changing the ventilator, there is no alarm.

Manufacturer narrative:
Hamilton medical comes to the conclusion of complaint that: no patient harm was reported. In connection with the h900 hose set and the water chamber installed in it, the c2 shows strong oscillations, especially at "baseflow level". These oscillations cause the flow measurement qvent to be falsified, which leads to a drop in the measured setpoint flow (qvent measures a value that is too low). Due to the incorrectly measured flow, the setpoint specification for the mixer is also incorrect. As a result, the mixer supplies too little o2 to the system, which ultimately results in a "low oxygen" alarm. The measure against oscillations in connection with the h900 set is the use of the "adult dampening kit" for the c2. When this is used, the oscillations are gone and the instrument returns accurate o2 concentrations without alarming.